Event description:
It was reported that the pt presented with an acute myocardial infarction (mi), and acute stroke of the right middle cerebral artery (mca). The pt also presented with left hemplegia, and chest pain. An electrocardiogram (EKG) was performed and showed changes (details not disclosed). After the pt was treated by the cardiac catheter lab, the pt was then moved to the neuroradiology lab and treated with repro, and retavace. A non boston scientific percutaneous transluminal angioplasty (pta) balloon was used and able to restore partial blood flow. The physician then placed a 3.5 mm x 20 mm stent. The stenting resulted in effective blood flow in the right mca superior branch, however the inferior branch was still occluded and required treatment with a 9 mm x 2 mm balloon catheter. The use of the balloon catheter resulted in improved flow. The physician then followed by giving the pt reavase to improve occipital flow.

Manufacturer narrative:
Device manufacture date: unknown as batch/lot# was not provided. Follow up computed tomography (CT) scan was taken six hours post procedure and revealed extravasation in the right insula and basal ganglia which subsided forty eight hours later. The pt required intubation, and later required a tracheotomy with ventilation for 26 days. Last reported, the pt had suffered a cerebral hemorrhage after the procedure resulting in prolonged recovery. Pt remains in hospital awaiting transfer to long term care facility.